Manufacturer narrative:
E1- initial reporter facility name: (B)(6).

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the stenosed coronary artery. A 1.50mm rotalink burr was selected for percutaneous coronary intervention (pci) procedure. During the procedure, the burr got stuck in the lesion. The device was removed from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the stenosed coronary artery. A 1.50mm rotalink burr was selected for percutaneous coronary intervention (pci) procedure. During the procedure, the burr got stuck in the lesion. The device was removed from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection. The advancer used in the procedure was not returned; analysis was performed using a test rotapro advancer. When the rotapro advancer was connected to the returned burr catheter and the rotapro console control system and the knob switch [ablation button] was pressed, the device was able to rotate, but was unable to reach optimal rpm due to the damaged coil. Product analysis confirmed the reported events, as the kinked and stretched coil prevented the test advancer from reaching optimal rpm. It was considered likely that the inability to reach optimal rpm may have contributed to the device becoming stuck within the lesion.